Event description:
Same as MFR# 6000093-2004-01186. It was reported that 1 day after a drug eluting stenting treament procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab with an evolving anteroseptal myocardial infarction secondary to total mid occlusion of the left anterior descending (lad). A 3.0 x 32 mm ninja fx balloon was used to predilate the totally occluded lesion in the lad. After predilation two taxus stents were placed. A taxus express2 8.8% 3.00 x 32 mm stent was placed in the distal lesion and taxus express2 8.8% 3.00 x 28 mm stent was placed in the proximal end. The taxus stent covered several tandem high grade lesions within the lad which were apparent after vessel reperfusion was accomplished with a guidewire. Subsequently high pressure balloon dilatation was necessary (up to 20 atms) to fully expand the taxus stent. This was accomplished by using a 3.25 mm nc raptor balloon. The following day the pt was returned to the cath lab and was determined to have a total occlusion just proximal to the most proximal edge of the taxus stent margin. Angiojet thrombectomy along with multiple balloon dilations were performed. After the dilations the physician performed multiple overlapping taxus stents. A total of four additional taxus stents were deployed which included from distal to proximal of the lad. The taxus stent sizes used were 3.0 x 20 mm, 3.0 x 24 mm, 3.5 x 32 mm, and 3.5 x 28 mm. Final angiographic appearance revealed a wide vessel patency at the stented site.